Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan to report the one touch verio iq meter had reverted to the setup mode. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. In (B)(6) 2012, the patient noted the reported meter had reverted to the setup mode; he was unable to obtain a blood glucose reading. The patient took no actions due to this meter issue. Six months afterwards, the patient experienced the symptom of ¿bladder problems¿. On (B)(6) 2013, the patient visited his physician, where his blood glucose level was tested to be ¿greater than 400 mg/dl¿. The patient was treated with a prescription for antibiotics. The meter issue was not resolved with troubleshooting. The meter and test strips were replaced. The patient did not suffer an adverse event due to the reported meter. The patient¿s symptom was not indicative of severe injury and he did not receive any treatment for his diabetes. However, as the issue was not resolved, this complaint is being reported.